Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was due to contamination being found on the j1002aa pins of the defibrillation board, as well as multiple components of the ca board, causing fault. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.